Event description:
Customer initially reported an insertion issue with their abbott diabetes care device. The product was returned and investigated for the insertion issue, however during investigation external burn damage was observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor, burn damage to sensor and outer shell damaged was observed. The sensor plug was properly seated. Burn damage to sensor plug assembly was observed. The returned sensor was further investigated. Visual inspection has been performed on the returned sensor and burn marks on the sensor casing was observed. Attempted to extract data from the sensor and sensor did not scan. The returned sensor was further de-cased and burn marks on the sensor casing, pcba (printed circuit board assembly) and components were observed. This damage prevented data to be extracted from the returned sensor and unable to perform further testing. It was determined that this damage was consistent with the sensor being exposed to an electromagnetic radiation source in the microwave spectrum such as a microwave oven. The sensor battery voltage was measured and it could not produce enough current to cause this damage. It was determined that the sensor was subjected to external power during use therefore, the issue is not confirmed to use due to misuse of the sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported an insertion issue with their abbott diabetes care device. The product was returned and investigated for the insertion issue, however during investigation external burn damage was observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.